Manufacturer narrative:
One controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several critical battery alarms and non-consecutive premature switching events. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection due to the controller power port 1 being found loose inside the controller housing with the washer gasket displaced. This is an incidental finding not related to the reported event. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01945, 3007042319-2015-01946 and 3007042319-2015-01947) submitted for devices related to the same event.

Manufacturer narrative:
It is unknown which of the following batteries were in use at the time of the event: catalog a00036; serial # (B)(4); catalog a00036; serial # (B)(4); catalog a00036; serial # (B)(4); catalog a00036; serial # (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary log file analysis by the manufacturer reported 7 critical battery alarms have been logged in since (B)(4) 2015 on (B)(4). Four power disconnect alarms have been logged since (B)(4) 2015 and 2 vad disconnect alarms have been logged the controller on (B)(4) 2015. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01945, 3007042319-2015-01946 and 3007042319-2015-01947) submitted for devices related to the same event. Device has not been received.

Event description:
The ventricular assist device coordinator from the site in belgium reported the power sources change from one to the other earlier than expected. The batteries were exchanged with no effect on the patient. This is report 1 of 3.